Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula deployed early, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device was received deployed. Data obtained from the device shows that the device generated an 0x5c, open count too low at end of prime, alarm. Data obtained from the device indicates that the sma wire was successfully contracting but that the rotational sensor was either not rotating or stuck in a closed state during priming which would contribute to the generation of the 0x5c alarm. The device was successfully reset and paired with the master pdm. During the rerun the device suffered a system error before the device could complete priming. The 5u bolus was unable to be initiated. Examination of the drive mechanism components found contamination on the commutator cap. It was determined that this contamination did not contribute to the reported event. The failure of the rotational sensor to rotate as expected resulted in a failure of the device to generate the two required closed-open transitions necessary for the completion of first prime. This failure to generate the transitions would result in the device still completing first prime when the device deployed so it would appear to the user that needle deployed early. The exact cause of the rotational sensor errors could not be determined.